Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Patient was implanted with charite discs in 2005 at l4/5. Patient reports having continued pain.

Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.